Event description:
Had an elective photorefractive keratectomy (prk) laser eye surgery performed on both eyes to correct nearsightedness in 2018. Since the surgery, quality of life has reduced drastically - vision returned to original pre-surgery state, have eye pain and severe dry eyes, seeing double vision, floaters, and halos, and cannot see at night. I have to wear moisture chamber glasses daily as even contact with air when walking causes eye pain from dry eyes. I also cannot drive at sundown because night vision considerably worsened. Walking outside at night is also difficult and hazardous. Having these complications at a young age has been devastating- have had to see a counselor and started taking anti-depressants. No accident or major life change contributed to these complications. Lasik vision institute. FDA safety report ID# (B)(4).